Event description:
A distributor reported a button issue with an adc blood glucose meter, reporting the meter did not power on with depression of the power button. It was further reported a customer self-injected glucagon. No further information regarding the medical event was received. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. Note: the date of event is unknown. All pertinent information available to abbott diabetes care has been submitted.